Manufacturer narrative:
Device failure suspected.

Event description:
Manufacturer received an implant card from a hospital which reported that the pt underwent surgery to replace the vns therapy pulse generator and lead. The implant card indicated that the reason for replacement was due to a lead discontinuity. Review of the treating physician's office notes indicated that the pt's vns device was "non-functional and may be secondary to malfunction in the lead system". During this time, the pt was experiencing an increase in seizures. It is unk if the increase in seizures is above pre-vns baseline.